Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex0175 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported after treatment it is discovered that the catheter is broken at the connection between the catheter and the suture wings. No other information was provided.